Event description:
It was reported by the customer's mother that the customer had an issue with the max bolus on the insulin pump. Caller stated that her son uses the manual bolus feature when he eats high carbs. Customer was at school and there were 3 times when he had a low blood glucose level and took a snack. Caller stated that after lunch, his blood glucose level would shoot up high. Caller stated that the nurse saw that customer was taking his max bolus and then his blood glucose level would go low again. Caller was advised to upload the pump to carelink and call back to see if there is something else occurring. Caller was advised to monitor the pump and call back when they have the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.